Event description:
The hcp reported a patient was experiencing a slow increase in spasms noted over months, and fluid collection (unspecified location) prior to pump replacement in december. X-rays revealed the tip of the catheter was in place without kinks. An MRI of the cervical spine showed multi-level mild stenosis of the canal. Fluid was sent for infection workup which came back negative. The baclofen level was not checked. The pump was replaced. The patient returned one week after discharge in baclofen withdrawal. A catheter study revealed no delivery of baclofen into the intrathecal space. A tear was found in the catheter which was replaced. The patient recovered without sequela.